Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has experienced a hypoglycemic event and had lost consciousness. Paramedics were called and they administered IV after which pt became respondent. Pt states that cgm did not alert him of his low event yet the cgm report data shows that alarms were properly functioning and that system alerted pt twice before pt lost consciousness. During his call to dexcom technical support pt states feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.